Manufacturer narrative:
Ages/date(s) of birth (yrs): 64.9 +/- 16.5 anterior chamber insertion (ac), 67.5 ± 12.6 vitreous cavity insertion (vc). Gender(s)sex(es): unknown, not provided. Date(s) of event: unknown, not provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as there is no indication that the devices were explanted. (B)(6). The devices were not returned for analysis (they remain implanted). There were no serial numbers reported for these devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial numbers were not provided. (B)(6). Citation: tojo, n., hayashi, a., hamada, m., (2019). Effects of baerveldt glaucoma implant surgery on corneal endothelialcells of patients with no history of trabeculectomy. Clinical ophthalmology, 13, pp. 2333¿2340. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: effects of baerveldt glaucoma implant surgery on corneal endothelialcells of patients with no history of trabeculectomy. A retrospective study was done to investigate the effect of baerveldt glaucoma implant (bgi) surgery on corneal endothelial cells of patients with no history of trabeculectomy. The patients were divided into two groups: bgi insertion in the anterior chamber (ac) and bgi inserted in the vitreous cavity (vc). Bgi insertion in the ac: (n=3) eyes required to undergo additional unspecified glaucoma surgery. (N=4) eyes to undergo additional surgery to change the tube position. (N=1) loss of light perception. (N=3) persistent corneal edema. Bgi insertion in the vc: (n=2) eyes to undergo additional glaucoma surgery. (N=1) intraocular pressure (iop) >21mmhg. (N=3) loss of light perception. (N=1) persistent corneal edema. The study also reported four eyes excluded from the data (due to exclusion criteria of having a previous trabeculectomy done) wherein a baerveldt tube was inserted into the ac and there was a rapid decrease in the ecd (n=4). As a solution for this decrease in 4 eyes, an additional surgery which repositioned the tube from the anterior chamber to the vitreous cavity was performed. This report is for the model bg101-350. Separate reports will be submitted for the other two models bg102-350 & bg103-250.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.